Event description:
Customer reported high device results. Device memory indicated 278, 325, & 276 mg/dl as the las tthree recorded values. Customer called paramedics at 9 pm and their device = 52, 52, and 55 mg/dl. Customer was given 2 tubes of glucose, orange juice and a coke. Controls were used but values were not provided. Controls expired. A request was made for return product and replacement product was sent.